Event description:
(B)(4). Hello, my biopsy is clear of cancer , but came back positive for an auto immune disorder, chronic simplex chronicus. More med and cream. I'm being referred to (B)(6) for essure removal. Too many side affects since essure. Before essure I was 100 healthy . No infections ever. Since the list keeps growing. Kidney infections, bladder , chronic yeast. Gave birth to what they said was a polyp. Swelling itchy all the time hard to walk some days. Pain in abdominal area , irregular periods , headaches , dry mouth funny taste. So here is to essure removal in (B)(6). Thank you (B)(6) .

Event description:
(B)(4). Essure implant before no health issues at all after implement , bladder infections, kidney infections, chronic yeast infection. That has know changed to ls. Auto immune scheduled biopsy to see if I have cancer.. Yes sounds awful it is .the daily pain . I need these coils out of my body. A.s.a.p.